Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurements were detected via the patient¿s remote monitoring system. Review of the patient's data revealed that the pacing impedance measurement had been trending from 600 to 900 ohms and then spiked to 1414 ohms four days earlier and had gone back to in range before going out of range. Oversensed noise was also noted but no pacing inhibition was reported. The physician was aware of the issue and deactivated the device until the lead issue could be resolved. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.